Event description:
The user of the suspect device was found slumped over. Family member used the device to check blood glucose and obtained a results of 84 mg/dl. Family tried to give pt a glucagon shot. Family member then called the emergency medical technicians. When they arrived, the emergency medical technicians checked pt's glucose and the level was 23 mg/dl on the paramedics' meter. Pt was treated with a glucose IV. Controls were not used. The device was replaced and requested to be returned for evaluation.